Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The customer¿s current blood glucose level was 22 mg/dl at the time of the incident. The customer ate fruit snacks and suspended her insulin pump to treat the low blood glucose. The customer's mother reports the buttons are not responding or scrolling without user input. The customer reports the only way for the insulin pump to work is to remove and reinsert the battery. Otherwise the insulin pump continues to scroll and when hitting the down arrow key, it increases the carb units and the screen flickers. The customer completed troubleshooting and confirmed the time clock advances. The customer's blood glucose rose to 175 mg/dl after treatment with the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with act and up buttons unresponsive due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. No flickering screen noted. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. The insulin pump had cracked case at display window corners, battery tube threads and minor scratched display window.